Event description:
It was reported that the patient's implantable neurostimulator turned off unexpectedly when the patient stood by the rear door of an automobile and a person at the front door used a keyless entry device. This occurred three times and was verified by using the patient's programmer. It was not confirmed whether the magnetic reed switch in the patient's device was disabled or enabled. The patient also experienced an overstimulation of the muscles in the ankle, that caused "severe" ankle pain. The pain resolved "completely" when the stimulation was turned off. With the device turned off, the patient experienced a return of bladder "problems," and the ankle pain returned two weeks later. The patient turned down the stimulation, but was, then, unable to feel the stimulation and did not get symptom relief. The correlation between the stimulation and the ankle pain was determined with the help of the patient's foot doctor. The patient was finding it more difficult to live with the bladder problems and the ankle pain. The patient was to meet with the physician to address the issue. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3080, lot # l83869, implanted: (B)(6) 2000, explanted: na; extension model 3095, lot # nah005781n, implanted: (B)(6) 2000, explanted: na; programmer model 3031, lot # nbw004864p.